Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-06126 & 2014-06089).

Event description:
It was reported that a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6), 2013 due to an adverse reaction to metal debris. The acetabular component and modular head were removed and replaced. Additional information received noted patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2014 due to pain, adverse reaction to metal debris and elevated metal ion levels. The modular head and acetabular cup were removed and replaced.